Manufacturer narrative:
(B)(4). Most likely underlying root cause: mlc-6- passed expiration date. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 276, 228, 277 and 158 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated he stores the test strips in the refrigerator and takes them with him to work. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is more than five months; customer's test strips are expired. The meter memory was reviewed for previous test result history: result 1:276mg/dl date: (B)(6) 2018 time:8:32am fasting, result 2:228mg/dl date:(B)(6) 2018 time: 8:48am fasting, result 3:228mg/dl date:(B)(6) 2018 time:8:41 am fasting, result 4:277mg/dl date: (B)(6) 2018 time:8:45am fasting, result 5:158mg/dl date: (B)(6) 2018 time:9:07 am fasting.